Manufacturer narrative:
(B)(4). As the product was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This event occurred during dwell two of six while the patient was connected. The care giver stated that the supply bag was on top of the heater bag and got full of air and solution. The care giver stated that the patient did not bypass at all and there was air in the patient line. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. The technical service representative reviewed proper procedures with the care giver. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.